Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a brake malfunction occurred. A rotawire drive was selected for use. During procedure, the rotawire rotated and twisted while using the dynaglide. It was noted that the brake was released. The procedure was completed with a different device. No patient complications were reported. It was further reported that the rotawire was kinked.

Event description:
It was reported that a brake malfunction occurred. A rotawire drive was selected for use. During procedure, the rotawire rotated and twisted while using the dynaglide. It was noted that the brake was released. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Initial reporter city: (B)(6).